Event description:
Patient with left ventricular assist device (lvad) therapy for 2 years presents with first episode gi bleeding in the setting of inr 2.9. Five units of blood were transfused. Despite upper endoscopy (egd), colonoscopy and capsule study, the bleeding site was not identified. Bleeding spontaneously stopped; heparin bridging was tolerated. Patient was discharged with therapeutic inr on coumadin. We continued aspirin therapy at this time (due to prior monitoring for higher ldh levels).